Event description:
A nurse reported to baxter (B)(4) that the titanium adaptor was not connected with the patient connector of a transfer set well. There was patient involvement, but no patient injury or medical intervention indicated along with this report.

Manufacturer narrative:
(B)(4).this is a product not distributed in the us and does not have a 510k number.this complaint for a connection issue with a titanium adaptor was not confirmed due to lack of a sample; therefore no root cause could be determined.